Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3: patient sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: unique identifier (UDI): not applicable d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: phone number: requested, unknown h4: device manufacture date: unknown due to unknown lot number the actual sample is not available. Instead, a reference photo of the actual sample evaluation from tc showed an assembled needle without a blister package. The needle punctured through the protector. Traces of white transparent crystallized substance were observed in the inner surface of the needle hub. Tc confirmed that the needle was bent approximately 4.5mm away from the needle tip. Traces of protector recapping cannot be confirmed by the branch. Since the lot number is unknown, an evaluation was not performed. A total of sixteen (16) complaints were received related to protector puncture from the previous two fiscal years to the present, in which five (5) cases resulted in needlestick. Based on the investigation the cause was not identified as related to our product or manufacturing process. The root cause of the complaint could not be identified related to our product or manufacturing process. The complaint possibly occurred during usage which resulted in a cannula punctured through the protector. No retention sample and lot history file were checked since the complaint lot number is unknown. Our needle machine runs under validated and routinely checked parameters. The needle was assembled with uniform pressing force to ensure good fitting of the protector into the needle hub. We have a series of inspections from the needle assembly process to the outgoing process that check the conditions of the assembled needles. Only lots that passed the inspection are allowed to be shipped. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4) .

Event description:
The user facility reported that when the user opened the package, the user confirmed a needle punctured the protector and protruded. When package was opened, a nurse incurred needle stick, but no health hazard was confirmed, including infection. The event occurred pre-treatment. Actual sample verification from (B)(6) was received on 16 nov 2023: the actual sample was received by (B)(6) on 13 nov 2023. One (1) piece of the actual sample was received without the package. Traces of usage were confirmed on the product. The needle tube was confirmed to be bent approximately 4.5mm away from the needle tip. A transparent crystallized substance was observed at the hub inner surface. The presence of a trace of recapping was not able to be identified. Needle tip bent was observed. Blood reaction shows negative. Traces of usage were confirmed on the product.